Event description:
As reported, there was a broken surgiphor bottle during a case. No health consequences were reported.

Manufacturer narrative:
Customer reported that the surgiphor bottle broke during a case. No patient impact has been reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, there was a broken surgiphor bottle during a case. No health consequences were reported.

Manufacturer narrative:
Customer reported that the surgiphor bottle broke during a case. No patient impact has been reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: this supplemental MDR is submitted to document the result of investigation performed to analysis root cause. From photos provided, team observed a visibly cracked surgiphor bottle at the top-middle section, with the plastic cap still inserted as reported. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.